Manufacturer narrative:
Analysis of the instrument revealed that the probe was visibly bent. However, with markers attached and fully seated the probe displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a damaged instrument. There was no patient present when this issue was identified.